Manufacturer narrative:
Findings: pump passed displacement test, rewind test, prime test, excessive no delivery test, self test and error test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lipo-ring, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
A customer's mother reported via phone call indicating physical damage in the form of cracks on the reservoir compartment of the customer's insulin pump. The customer's blood glucose level was 297 mg/dl at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.